Event description:
Technical services received a call on 12/28/12. Caller reported patient presented in ER not feeling well. Rv lead showed rampant oversensing and has inappropriately shocked and inhibited pacing >2 seconds. Rv lead is sprint fidelis that is on advisory from medtronic. Patient is pacer dependent. Suspect physical issue with fidelis lead per advisory issues. The plan is voo temporarily programmed to provide pacing support. Backup wire with temporary support was recommended. Lead was implanted (B)(6) 05 and explanted on (B)(6) 2012. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).